Manufacturer narrative:
The investigation determined the calcium discrepancy was consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The field service engineer determined the rinse arm was not working correctly and was dripping onto the cuvettes. The sample probe was missing a seal. The engineer noted that the customer performed maintenance on the instrument after the event. The engineer corrected the issues. Controls recovered acceptably. Calibration and control data were acceptable. Upon review of the alarm trace, no relevant alarms were observed. There were no clot or abnormal aspiration alarms. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 (calcium) on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 13.47 mg/dl. The sample was repeated, resulting in a calcium value of 9.29 mg/dl. This value was deemed correct and was reported outside of the laboratory to the patient and doctor. The sample was also repeated on a second analyzer, resulting in a calcium value of 9.35 mg/dl.